Event description:
Intermittent discordant albumin, total bilirubin, calcium, ldh and glucose results were obtained on an advia 1800 system. The results were not reported to the healthcare provider(s). The pt samples were repeated and the corrected results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant results.

Manufacturer narrative:
The fse determined that the root cause of the intermittent results was a check valve associated with the sample and reagent wash pump (srwp). The fse replaced the check valve and checked system performance. The instrument is performing within specifications. No further evaluation of the device is required.